Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's ins was not working. The patient was going to get an MRI at the time of the call. No patient symptoms were reported. No complications were reported or anticipated.